Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the sheath was detached. Based on the evidence, the as reported code of sheath detachment of device or device component can be confirmed. The sheath detached found could have contributed to the reported complaint.

Event description:
It was reported that a catheter issue occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. After the third run, the sheath detached. The procedure was completed using another of the same device. There were no patient complications.

Event description:
It was reported that a catheter issue occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. After the third run, the sheath detached. The procedure was completed using another of the same device. There were no patient complications.